Event description:
Medtronic received information from the patient¿s spouse that the patient did not survive the surgery for the implant of this transcatheter bioprosthetic heart valve. The provided date of death was one week after device implant. No other information was provided.

Manufacturer narrative:
Additional information has been requested. (B)(4).

Manufacturer narrative:
Multiple attempts to obtain additional information regarding this event have been unsuccessful. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. With the limited information available, a relationship between the device and the death could not be established. No allegations were made relating the valve or its function to the death.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.